Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested.

Event description:
A surgeon reported noting a damage on an intraocular lens (iol) following implant surgery. The iol was exchanged for the same model. Add'l info has been requested.